Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that station kced had been stuck in retry mode even though no message delays were found on the server. The technical support specialist resolved the issue by applying the kced fix, confirming that the station upload status was current, and validating with the pharmacy staff that all functions were operating as expected. The system functioned as intended after the technical support specialist completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication orders were not crossing fast enough, which affected patient care. There were no delay or adverse events or injuries reported based on this event.